Event description:
It was reported that when the pt was trying to enter a classroom, the ventilator accidently hit the door frame which resulted in a turbine failure. The pt was replaced on a back-up ventilator. No pt harm reported.